Event description:
In 2007, the patient called for assistance changing his insulin cartridge. He stated that his blood glucose "always goes high right after" changing his infusion site and insulin cartridge. He stated that had changed the infusion site that morning at noon his blood glucose was elevated to 236 mg/dl. He then bolused through his infusion device and his blood glucose increased to 314 mg/dl two hours later. The patient was advised to leave his "old" infusion site in place after inserting a new infusion site to ensure all insulin remaining is delivered. He stated that he notices air in all his insulin cartridge. The patient was advised to prime all air out of the system before use. Upon follow up six days later, the patient stated that in the past he had forgotten to change the infusion site after 48 hours of use as directed labeling and he believes this may have caused some of the elevated blood glucose concerns. He stated that he uses his thigh as an infusion site and he does have lumps or scar tissue. He stated that sometimes he noticed blood coming from the infusion site. The patient was advised to avoid scar tissue and to rotate his infusion sites. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.